Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported that the pta balloon was allegedly detached from the shaft of the catheter. It was also reported that initially the proximal end of the balloon detached and the balloon prolapsed distally, but the distal end of the balloon remained weakly attached. Furthermore, the catheter was removed, however distal end of the balloon came into the tip of the sheath. The sheath was then removed from the patient leaving the wire in place. Reportedly, at that point, the pta balloon was completely detached from the shaft, but a tiny bit of it barely protruded out of the skin. The protruding bit of balloon was grasped with a clamp and removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted detached from the catheter leaving the inner guide wire exposed, and the glue bullet was not seated in the correct position. The balloon was noted to be inverted with frayed fibers. No kinks were noted to the catheter shaft and no anomalies to the luers/y-body. No functional testing was performed due to the condition of the sample. Therefore, the investigation is confirmed for the reported balloon detachment as the balloon was noted to be detached from the catheter. However, the investigation is inconclusive for the reported balloon rupture as no functional testing could be performed due to the condition of the sample. A definitive root cause for the alleged balloon rupture and balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported that the pta balloon was allegedly detached from the shaft of the catheter. It was also reported that initially the proximal end of the balloon detached and the balloon prolapsed distally, but the distal end of the balloon remained weakly attached. Furthermore, the catheter was removed, however distal end of the balloon came into the tip of the sheath. The sheath was then removed from the patient leaving the wire in place. Reportedly, at that point, the pta balloon was completely detached from the shaft, but a tiny bit of it barely protruded out of the skin. The protruding bit of balloon was grasped with a clamp and removed. The procedure was completed using another device. There was no reported patient injury.